Event description:
It was reported that the mechanism that pivots the blade was binding, and then seized up completely.

Manufacturer narrative:
Device history record review for the returned device did not find any deficiencies. Review of information provided and analysis of the returned device concluded that there is no evidence of a product defect. The corrosion found is most likely due to friction caused by lack of lubrication and improper dry time. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.